Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was pilot valve was leaking. Additional malfunction was tie wrap on sieve beads was defective.